Manufacturer narrative:
The device was returned for evaluation. One opened intraocular lens (iol) box was returned missing the large peel pouch and the directions for use (dfu). Part of the iol is in the tip of the returned delivery device and the other part is in the carrier. Particulates, saline dentaries and dried solutions are visible on the optic. Visual inspection found one haptic plate with one set of haptic arms torn off of the lens and is stuck in the tip of the delivery device. One haptic arm is protruding from the tip. The rest of the lens is in the carrier. One plate is still attached to the optic and it has one bent haptic arm. Functional testing of the cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and delivery device interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that during implantation of the intraocular lens (iol) into the right (od) eye of the patient, the trailing haptic ripped off during delivery necessitating an incision enlargement from the original size of 2.6mm to 3.5mm to aid in the removal of the iol. The surgeon loaded the delivery device himself and stated he loaded it correctly and used viscoelastic. A backup lens of the same model and diopter was successfully implanted intraoperatively. There was no loss of vitreous and no vitrectomy was performed. There were no complications to the straight phacoemulsification surgery. The patient had no pre-existing conditions. The surgeon's opinion is that the lens was stuck in the injector and that is what caused the damage. The patient is doing fine.